Event description:
This report is being submitted based on information that was obtained from an article presented during the (B)(6) annual meeting of the (B)(6). The article stated that a patient developed cardiac tamponade after a percutaneous coronary intervention (pci) procedure. Additional information obtained from follow-up communications with the user facility confirmed: the patient had been diagnosed as having significant stenosis in multiple coronary vessels via angiography and intra-vascular ultra-sound imaging; the vascular stenosis was treated with multiple pci procedures and stent placement; on (B)(6) 2013, approximately 1.5 hours after the 3rd pci procedure in which a stent was deployed, the patient¿s blood pressure decreased; urgent evaluation including coronary angiography determined that effusion around the pericardium had increased from 8-mm to 12-mm, and bleeding was observed from the distal right coronary artery; the patient was then diagnosed as having developed cardiac tamponade due to arterial perforation by the tip of the guidewire; the pericardial effusion was drained and an intra-aortic balloon pump was inserted; the physician stated that ¿excess medication of warfarin and heparin¿ contributed to the event, and therefore, medication was given to ¿neutralize¿ these anticoagulants; in addition, the physician stated that the guidewire had been ¿pushed with the probe into vascular strongly¿ during the ivus imaging such that ¿the distal artery might be injured¿ and that ¿every wire has an ability to occur such incident¿; and the user facility confirmed that patient has since been discharged from the hospital and is being followed-up with routine out-patient appointments.

Manufacturer narrative:
This section was completed by the manufacturer per cfr 803.52(f) (11) because the information was not initially completed by the user facility. Conclusions: based on the evaluation of information provided by the user facility; based upon evaluation of a reserve sample. The referenced guidewire device was not returned for evaluation. Therefore, the failure investigation was limited to assessment of information provided by the user facility and evaluation of a retained sample. Inspection and testing of a retained sample from the reported lot confirmed that there were no anomalies or defects and performance specifications were met. A review of the device history record indicated that there were no production related problems. This manufacturer medwatch report is being submitted because the runthrough ns guidewire was identified as being involved in an arterial perforation due to user technique during intra-vascular ultra-sound imaging where the ivus probe reportedly pushed the guide wire through the vessel wall, and then, the perforation led to cardiac tamponade. Based upon the assessment of the physician, there is no evidence that indicates this event was related to a defect or malfunction of the guide wire. Although the cause for the reported event cannot be definitively determined based on the available information, the description of the event provided by the contact at the user facility, and the assessment of the physician, the physician's technique during the ivus imaging combined with excessive anticoagulation with heparin and warfarin are the most likely contributing factors to the reported cardiac tamponade event. The device labeling does address the potential for such an event in the warnings / precautions section of the instructions-for-use by statements including: "if any resistance is felt or if the tips behavior and/or location seems improper, stop manipulating the runthrough ns and/or the dilatation catheter and determine the cause by high resolution fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the dilatation catheter, or damage to the vessel"; and "when using a drug or a device concurrently with the runthrough ns, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the runthrough ns." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending, and follow up. (B)(4).